Event description:
Customer reported the insulin pump kept alarming and is unable to program the device. Troubleshooting was performed. Customer's blood glucose level was 122 mg/dl. Customer was advised to disconnect from the device. Customer stated the drive support cap is sticking out. Customer did not recall pressing it in. Customer was advised to discontinue use of the device and revert to back up plan. Alarm and possible causes was explained to the customer. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.